Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This is report one of seven reports (3007042319-2016-01331, 01332, 01333, 01334, 01335, 01336, and 01337) submitted for devices related to the same event. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a vad coordinator that a patient experienced battery switching with all his batteries. The patient was very afraid and not able to tell exactly when the single events happened. Fse advised to exchange complete equipment following fsca.

Manufacturer narrative:
The returned battery passed external visual inspection and functional testing. Review of the controller log files show instances of power switching between the battery and controller, however, this battery did not trigger any. The customer complaint of "power switching" could not be duplicated at the bench level. As a result the battery performed per specification. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one report of seven reports (3007042319-2016-01331, 01332, 01333, 01334, 01335, 01336, and 01337) submitted for devices related to the same event.